Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. The patient¿s father stated he had to pick the patient up from school because his blood glucose (bg) was very high and would not go down (values not provided). He felt jittery and nervous, vomited, and felt very thirsty. The father took him to the endocrinologist¿s office where they checked his urine. They told him he was in borderline diabetic ketoacidosis (dka), and on the advice of the endocrinologist he was taken to the emergency room (ER) where he stayed for two hours and was treated with saline via intravenous (IV) therapy. Laboratory work was done including a basic metabolic panel, and arterial blood gas (abgs) , both of which were abnormal (details not provided). Additionally, the patient¿s father also reported he uses a tandem x2 slim insulin pump as his display device. At the time of contact he was in stable condition. The father also reported he uses a tandem x2 slim insulin pump as his display device. Data was provided for investigation. The problem was confirmed, and a probable cause could not be determined. No additional patient or event information is available.